Event description:
It was reported that the ins system was removed due to "staph" infection. No other symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.